Event description:
It was observed that during the device inspection, the cytonephrofiberscope exhibited foggy image due to dirty objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found this reportable malfunction: identified a foggy image due to dirty objective lens. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.